Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported problem was confirmed as errors 319 and 26020 in the field log and replicated during failure analysis. The unit was installed and triggered errors 319 and 26020 during power up manipulation. After the acs2 was replaced, the unit passed all relevant testing within specification. Upon visual inspection, no issues were found that were related to the reported event. Failure analysis identified the acs2 as the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site called about an error 23022 on arm 3. The technical support engineer instructed the staff to move arm 3 through its range of motion and then perform a hard restart of the system. After the restart, the errors initially cleared. Later, the site called back reporting additional errors on arm 3, and indicated that all four arms were needed, so the case was being moved to a different room. The procedure was aborted to another system with no reported injury.